Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass surgery, the "issue is on inlet on venous bag. The tubing that goes into the bag is not fully open, almost like it has been pinched." There were 5 occurrences of this event. The product was not changed out, there was no blood loss, and surgery was completed successfully. There was no delay in surgical procedure.

Manufacturer narrative:
Terumo did not receive the actual device and the complaint was not confirmed. The root cause of the event may be due to a layering issue, however, the exact root cause is unknown since no device was returned. (B)(4). The pack involved in this event was built prior to these changes. Terumo will review the pack during the next build. The complaint will be included in associate awareness training. The device history record did not indicate any production related problems. All available information has been placed on file in quality management for appropriate tracking, trending, and follow up. (B)(4).